Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13749. It was reported that the patient presented to the emergency room after a syncopal episode post-implant. An x-ray was not able to confirm dislodgement. The patient became syncopal again, and interrogation of the pacemaker revealed that the right ventricular lead had decreased r-waves, increased capture threshold, and intermittent loss of capture. The lead was then explanted and replaced. It was also discovered that the right atrial lead had poor sensing, so the lead was repositioned during the same procedure. The patient was in stable condition.